Event description:
Complainant alleged that the medics were attempting administer a 200 joule shock to a 67 yr old pt who was presenting a ventricular fibrillation heart rhythm, but the device would not charge while in manual mode. The medics then switched the device to semi-automatic mode, but the device still would not charge. The pt subsequently expired.